Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during basic occlusion test and unable to prime at 4 pounds during the prime/ compromised force sensor system alarm test due to faulty force sensor resistor (gold). The pump had a cracked display window corners, scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 131 mg/dl at the time of incident. The customer received the alarm while he was changing the infusion set and he was not able to clear it. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.